Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, retraction of the device was difficult. After retraction of the device the knot was advanced but oozing remained, and ten minutes of extra compression was needed. It was noticed that the foot was not closed completely which may have caused a small particle of thrombus that remained on the foot during closure of the device. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the perclose proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive investigation. Difficulty in removing the device as reported can be influenced by, but not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all devices undergo multiple deployment related inspections including, but is not limited to, verification, actuator wire is properly bonded to the foot, handle lever properly opens and closes to deploy and park the foot, and at final inspection the foot is inspected for damage, deployment and parking is verified again. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. The proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. There was no reported abnormal user technique. Reportedly, mild calcification and 70 percent pre-stenosis was noted. As stated in the instructions for use (IFU) warns under [contraindications] patients exhibiting calcification which is fluoroscopically visible at femoral artery. [Breakage may occur.]. Based on the reported information and the inspection criteria, a definitive cause for the reported device being difficult to retract and the associated patient effects could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a specific product quality deficiency.